Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as: 2134265-2016-02646. It was reported that vessel perforation, rotawire fracture and patient death occurred. The target lesion was located in the mid left anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for used along with a non bsc circulatory support system was in place. During the procedure, it was noted that the burr perforated the target vessel and a portion of the wire was fractured. An angiogram was performed and perforation was confirmed and the fractured portion of the rotawire was noted in the distal lad. The physician immediately removed the burr and the rotawire and a bsc balloon was inserted to prevent blood flow to the pericardium. Echocardiogram was done and the physician decided to perform a pericardiocentesis. After several inflations, the perforation was successfully sealed. The physician opted to leave the fractured portion of the rotawire in the distal lad. Blood flow to the distal lad was restored. The patient was then transferred to the ICU; however the patient died.